Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue the pump is allegedly 'sending random primes' and the user has lost confidence. This complaint is being reported because the reported issue may .result in inadvertent infusions. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during investigation, the pump powered on to the verify screen with no issues. The pump was run for 24 hours and no random primes were recorded in the pump history during the investigation. All keys on the keypad responded appropriately. No hypersensitive or stuck keys were found on the keypad. The complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.